Manufacturer narrative:
Pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 160 mg/dl. Troubleshooting was performed. Customer was unable to exit load reservoir. Customer was not received complete status inside the load reservoir process. The device will be returned for analysis.